Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 17 mg/dl at the time of the incident. The customer was at 40 at the time the paramedics arrived. The customer did not mention how they were treated. The customer experienced symptoms such as fainting. The customer was wearing the insulin pump during the incident. The customer stated they ran out of insulin in their pump and had to give multiple injections since they were very high. Troubleshooting was not completed as the customer declined. The customer was hospitalized a few other times but could not remember the details. The customer inquired about pumps with the low suspend feature. The insulin pump will not be returned for analysis.